Event description:
The catheter was inserted into the patient with no difficulties. The stylet separated from the connecting wire after pulling back on the white housing, leaving the sylet remaining in the patient. The sylet was removed from the patient by hand. No harm was caused to the patient.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.